Manufacturer narrative:
Inratio precision data provided by end-user lot 070209: first test inr = 1.1; second test inr = 3.4; third test inr = 2.5. Mean = 2.33 ; sd = 1.16; %cv = 49.7%. First test inr = 1.3; second test inr = 4.3. Mean = 2.8 ; sd = 2.12; %cv = 75.8%. First test inr = 1.6; second test inr = 1.5. Mean = 1.6 ; sd = 0.07; %cv = 4.6%. For the first 2 data sets, the %cv is greater than 20%. The 3rd data set, the %cv is less than 20%. Per internal procedure, the precision fails the criteria for precision. The test is considered not precise and further testing is required at this time.

Event description:
Caller alleges imprecision with inratio. Results as follows: first test inr = 1.1; second test inr = 3.4; third test inr = 2.5. First test inr = 1.3; second test inr = 4.3. First test inr = 1.6; second test inr = 1.5.